Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) level of 497mg/dl and trace amounts of ketones. The customer changed their supplies in order to resolve the occlusion alarm. System check was performed on the new supplies and the pump performed as intended. During follow-up, it was reported that the customer administered a manual injection to address their bg level and their bg level decreased to 299mg/dl.